Event description:
Patient presented to the physician with persistent pain at the ribcage. Physician brought the patient to the or, explanted the ipg and sensing lead, implanted a newer ipg model that does not require a sensing lead, sutured the tissue, and closed the incision. Post-operative antibiotics were prescribed.